Event description:
The customer activated the device on (B)(6) at 6:50 am and reported the following blood glucose, carbohydrate and insulin bolus history for the pod. He deactivated the device at 8:54 am and noticed a kink at the tip of the cannula.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.